Event description:
On (B)(6) 2022, it was reported by a sales representative via email that an ar-2652cr clavicle fracture plate was implanted in patient on (B)(6) 2022 during a clavicle fracture. Patient felt the plate break and on (B)(6) 2022, it was confirm via x-rays that the plate had broken. A revision surgery has been schedule by the same surgeon that performed the original procedure and it will take place at the same facility. This revision surgery has been scheduled for (B)(6) 2022 to remove all the implanted screws along with the broken plate. Additional information received on (B)(6) 2022: during original procedure, surgeon implanted the following: onear-2652cr clavicle fracture plate, one ar-2665-16h fragment screw, one ar-2665-18h fragment screw, one ar-2665-20h fragment screw, one ar-2665-22h fragment screw, one ar-8835-16 low profile screw, one ar-8835-18 low profile screw, two ar-8835-20 low profile screws, one ar-8835l-16 low profile locking screw, and three ar-8835l-18 low profile locking screw. All these implants were removed during revision surgery on (B)(6) 2022. Case was completed successfully using synthes without further issues.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.